Manufacturer narrative:
The conclusions are as follows: - since no issue was found in the files dated of the event and during the manufacturing process, and by reconnecting the lead the pacing worked again, a likely hypothesis would be a connection issue during the procedure leading to an intermittent contact between the lead and the device leading to the correct impedances measured. - the issue was solved by reconnecting the lead. - based on the available data, no issue is suspected with the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was inhibited when came into contact with the patient's skin and it was inserted into the pocket. It was confirmed that the lead was properly connected. Nevertheless, the lead was disconnected and reconnected, and the event did not recur.

Event description:
Reportedly, the pacemaker was inhibited when came into contact with the patient's skin and it was inserted into the pocket. It was confirmed that the lead was properly connected. Nevertheless, the lead was disconnected and reconnected, and the event did not recur.

Manufacturer narrative:
As of today, the UDI is unknown. Once it is retrieved, a new MDR will be provided. The patient files analysis did not reveal any abnormality during the automatic implantation detection phases. These steps allow to confirm that the device was well recognized as implanted. No abnormal impedances measurements were found. A production record review is in progress.